Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error. The customer blood glucose level was unknown at the time of incident. Customer reports the drive support cap appears normal. The customer was assisted with troubleshooting. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. The device will not be returned for analysis.